Event description:
During preparation for a coronary artery bypass graft surgery, two heartstring seals cracked while loading into the delivery tube. The distributor did not provide any further information. No patient complications were reported by the distributor.